Manufacturer narrative:
Section a4: patient weight was requested by not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The account communicated the patient the patient had an lvad implant (B)(6) 2016 and during the operation, there was some difficulty placing the swan-ganz. Shortly after attempting this, possibly coincidentally, the patient went into vt on echo and the right ventricle failed. The patient then went into cardiac arrest. They received epinephrine, lidocaine, and an infusion. 8 minutes after arrest, he was placed on bypass. The patient was requiring very high pressors and inotropes because of this demand and the poor function of his right ventricle, it was decided to do a bivad instead of an lvad. An rvad with ECMO was placed. They patient went to the unit on norepinephrine and epinephrine. The patient was able to be weaned from rvad with ECMO (B)(6) 2016. The patient remained on milrinone and epinephrine. Milrinone was stopped (B)(6) 2016 and epinephrine was stopped (B)(6) 2016. The patient remained ongoing on heartmate 3 lvas until they were routinely transplanted. The hm3 lvas IFU lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 day. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during the operation of lvad implant on (B)(6) 2016, there was some difficulty placing the swan-ganz. Shortly after attempting this the patient went into ventricular tachycardia. On echo, right ventricle had failed; the patient then went into cardiac arrest. He received 4mg epinephrine (1mg intracardiac), 400 mg lidocaine, 600mg and an infusion. 8 minutes after arrest, he was placed on bypass. The patient was requiring very high vasopressors and inotropes, ne 0.1 and 0.5 epi. Because of this demand and the poor function of his right ventricle, it was decided to do a bivad instead of an lvad. Rvad with extra-corporeal membrane oxygenation (ECMO) was placed. He went to the unit on norepinephrine 0.25 mcg/kg/min and epinephrine 0.2 mcg/kg/min. Patient was able to be weaned from rvad with ECMO (B)(6) 2016. Patient remained on milrinone 0.2 mcg kg/min and epinephrine 0.1 mcg/kg/min. Kg/min and epinephrine 0.1 mcg/kg/min until: milrinone stopped (B)(6) 2016; epinephrine stopped (B)(6) 2016.